Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which was aborted and rescheduled. A philips field service engineer (fse) went onsite and confirmed the geometry movements unavailable and the error message continued display. During the troubleshooting, it was found that the geometry pc is not booting, and geo-ip pc bios led status found abnormal, and pc fan not switched on. The fse checked input power supply, reset all connections with geo pc and performed dbs successfully. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not available.the issue was found during clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.